Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, device evaluation, and correction to a1. The device was returned to olympus for inspection, and the customer's complaint was not confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause was unable to be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was not returned for evaluation under this complaint file. For the device investigation under a related file, please see patient identifier (B)(6). The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
An olympus representative reported on behalf of the customer that, while using their video system center about 2 hours into an unknown procedure, the entire endoscopic image suddenly went dark. The device was restarted, and the image returned to normal, and the procedure was completed with the same device. No patient harm reported. This case was created to capture the customer¿s report that the issue occurred multiple times. For the original complaint under which the actual device was returned for evaluation, please see related patient identifier: (B)(6).